Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that hemopro 3 power supply did not power on. Upon initial inspection, they were using a non-getinge power cable. They cannot locate the power cable the device was shipped with. They located another hp3 with the connected getinge power cable and connected it to the power supply. The device did not power on. There were no sounds coming from the power supply or lights on. Upon inspection, the handle/hanger at the top of the device is noted to have a full thickness crack/break. These steps and inspections were completed by the product manager. They were asked if the power supply had been dropped, and no one could confirm. There was no abnormal sounds coming from the power supply. This did not involve a patient or a surgical case. There is no patient or case data to report. Per the photo, it shows that the hanger at the top is cracked.